Manufacturer narrative:
(B)(4). The analysis results found that the tcr55 reload was received with no apparent damage. The reload was unfired, with the swing tab in unlocked position. The reload was tested for functionality with a test instrument and it performed as intended. After the functional test, 1 staple was noted missing along the staple line, the staple did not create a fluid path. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the doctor reported that the load did not fire. They used another reload with the device and both products worked to complete the procedure. There were no adverse consequences for the patient.